Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver did not provide alerts for glucose levels above or below the designated levels. No additional event or patient information is available. No data or product was provided for evaluation. The confirmation of the complaint is undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). Please disregard the information in report number 3004753838 -2019 -019065 as this is a duplicate report. The information contained in this report has previously been reported on MFR number 3004753838 -2019 -020420.

Event description:
Subsequent to the initial MDR, a correction or additional information has been provided.